Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. Bg values not provided. The customer alleged that there were insulin blockages; however no occlusion alarms occurred. Reportedly, multiple supply changes were performed to address the issue. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.